Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump displayed a "cartridge no longer usable" for an unknown reason. Customer¿s blood glucose was 125 mg/dl. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.